Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 694965 lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the implantable cardiac defibrillator (ICD) and leads were explanted due to infection and vegetation on the lead. It was noted that the patient had a history of bacteremia and endocarditis. No further patient complications have been reported as a result of this event.